Event description:
It was reported to philips healthcare that the heartstart xl ac indicator did not light with the battery not charging. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.